Event description:
Both nurse and emergency room md were unable to remove sterile water from foley catheter balloon and were subsequently unable to remove catheter from pt. A urologist was required for removal - the balloon popped at the meatus and a new foley catheter inserted to be left in place x2 days (indwelling catheter not previously utilized by pt). Problem attributed to defective balloon port.